Event description:
It was reported that there were increased thresholds as well as loss of capture on this right atrial (ra) lead. This was discovered during routine follow-up in clinic. It was noted that lead revision has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was repositioned within the right atrium during lead revision procedure. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this ra lead had become dislodged prior to repositioning procedure two weeks after implant. It had dislodged again after the initial revision which was confirmed by x-ray and lead testing in clinic. It was noted that this was due to myocardium present on the tip of the lead which prevented the lead from fully securing to the patient anatomy. This lead was repositioned again. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there were increased thresholds as well as loss of capture on this right atrial (ra) lead. This was discovered during routine follow-up in clinic. It was noted that lead revision has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that there were increased thresholds as well as loss of capture on this right atrial (ra) lead. This was discovered during routine follow-up in clinic. It was noted that lead revision has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was repositioned within the right atrium during lead revision procedure. No additional adverse patient effects were reported. Currently, this lead remains in service.